Event description:
(B)(4). Same case as MDR ID# 2134265-2013-02803. Same case as MDR ID# 2134265-2013-02675. It was reported that during a stenting treatment procedure, patient experienced chest pain and a myocardial infarction. (B)(4) 2013 - the patient presented due to dyspnea with an abnormal stress test showing anterior ischemia. Two target lesions were treated during the procedure. The first target lesion was located in the proximal left anterior descending artery (lad) with 90% stenosis, a length of 15 mm, and a reference vessel diameter of 2.75 mm. The physician pre-dilated the lesion using a 2.5 x 12 mm nc quantum apex balloon. The patient experienced chest pain which was treated with intra venous fentanyl 25 mcg and intra coronary ntg 200 mcg. A 2.5 x 20 mm promus element plus stent was then implanted in the lesion. Following post dilatation using the delivery balloon for the stent, the patient experienced a second episode of chest pain which was treated with intra venous fentanyl 50 mcg and intra coronary ntg 100 mcg. Jailing of a large septal perforator and diagonal branch was noted. Residual stenosis was 0%. The second target lesion was located in the distal left circumflex (lcx) with 80% stenosis, a length of 10 mm, and a reference vessel diameter of 2.75 mm which was treated with pre-dilatation and placement of a 2.5 x 12 mm promus element plus stent. Following post dilatation, the patient experienced a third episode of chest pain which was treated with intra coronary ntg 50 mcg. Residual stenosis was 0%. Post index procedure, the patient developed cardiogenic shock and experienced a myocardial infarction. Cardiac enzymes were noted to be elevated consistent with protocol definition of mi which was treated with medication. Later on post procedure the patient also experienced cardiac chest pain which no action was taken. The next day the patient developed bradycardia and ventricular fibrillation and was treated with the placement of a temporary pacing wire and implantation of permanent pacemaker. Two days later an echocardiogram revealed moderately decreased left ventricular systolic function. The ejection fraction was estimated as 35-40% (estimated as 55- 60% pre procedure). The basal inferoseptal wall segment was hypokinetic. The basal anteroseptal, mid anteroseptal, mid inferoseptal and apical septal wall segments were akinetic. The patient was treated with medication.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).